Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6) reports via e-mail, (B)(6) reports an IV contrast infiltration via e-mail. (B)(6) y/o pt undergoing a CT scan of arteries for carotid artery stenosis. Contrast; optiject 350. Injection protocol; 4ml/sec for 100ml volume. IV access site, forearm. IV access device type not reported. Immediately after optiject 350 administration, the pt experienced an injection site extravasation of less than 10ml of contrast media. One minute after optiject 350 administration, the pt also presented injection site edema and injection site hematoma. It was not mentioned if the pt received any symptomatic treatment. The final outcome was unk. The reporter (physician) considered the intensity of the extravasation as mild and regarded the preexisting venous fragility as other possible cause of the extravasation.